Event description:
The customer reported a problem with the treat application with non-varian linear accelerator. During treatment setup, the therapist went inside the treatment room to verify the patient / beam alignment. The linac crosshairs were not visible with multileaf collimator (mlc) in planned position, so the mlc was retracted to open position. After the therapist verified position, she left the treatment room, but did not put mlc back to plan position. After delivering 82 mu, the therapist observed the error and stopped treatment. The therapist then restored the mlc to plan position and the remainder of the treatment was delivered correctly. The delivered field shape was larger than prescribed, and patient was treated with radiation to normal tissue not intended to be irradiated, for this one fraction of a multi fraction treatment. No specific patient injury was reported, but the therapist was questioning why the record and verify system failed to prevent treatment.

Manufacturer narrative:
This installation includes a varian record and verify system (aria with varian treat) and a siemens treatment device. The record and verify system cannot verify the position of the mlc on the siemens linac. The investigation did not indicate a malfunction of our device and found that our product labeling is clear on the subject of third party mlc verification. The user was made aware of this element of system functionality. This minor patient mistreatment resulted from a user error in the use of the third party device. No additional follow-up to this MDR is expected.